Event description:
It was reported that shaft break occurred. A 2.0mm x 100mm x 150cm sterling sl balloon catheter was selected for use. However, the balloon fell apart into three pieces on the guidewire leading to patient access. The balloon was not in the patient when it fell apart, so it was just taken off the wire. No patient complications nor injuries were reported.